Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. G, and the heartmate 3 patient handbook rev. G, are currently available. Although no device-related infections were reported for this event, the IFU lists infection and death as adverse events that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook provide care instructions in regard to preventing infection while the IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the sepsis was pneumonia. The patient's outcome was not considered device or therapy related, and the pump performed as intended.